Event description:
It was reported that the atrial lead had positioning difficulty and high impedance greater than 1500 ohms. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on the helix mechanism. The full lead was returned and analyzed.